Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed.according to the complainant, during the procedure, the physician inserted the hydratome and preloaded guidewire into duodenoscope working channel. It was then noted on the endoscopy monitor, that the tip was damaged. There was no damage noted to the cutwire. The procedure was completed with another hydratome rx sphincterotome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.this event has been deemed a reportable event based on the investigation results; bent cut wire and working lenth kinked.

Manufacturer narrative:
(B)(4): a visual examination of the returned device found that the working length was twisted and kinked. The exposed cut wire was bent and discolored/blackened. The tip was found to be damaged(cracked). Functionally, the device was unable to bow due to the twisted working length and bent cut wire.during manufacturing, tome devices are 100% inspected so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context.the device history record review found the device met all manufacturing specifications.